Event description:
It was reported to philips that the system was hanging and shutting down. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and could not confirmed the reported issue. As a proactive measure, the fse swapped between life and reference monitor since the issue occurred was intermittent. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.